Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a loop recorder had episodes of suspected undersensing with pause episodes. The patient¿s rhythm would be normal and then go to a flat line that appeared noisy as well. Programming changes were made. The patient was asymptomatic.